Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, a facility representative reported via (B)(4) that an ar-18700-54 t8 self-retaining driver shaft tip broke off in the head of a 2.4 screw during a proximal phalanx fracture procedure. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as over-torquing the device with excessive force.